Event description:
It was reported that during a lap chole procedure, the device did not cut and the staples were malformed. The device was reloaded and the case was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.